Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for oxygen low flow and press sensors calibration proximal. The device's inlet air path, air path foam, flow path and sensor board were replaced to address the issues. The service technician determined adjustment of grey removable foam is necessary. The foam was adjusted correctly. The device passed all testing.